Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shuts itself off even with new fully charged batteries. In this state delay to defibrillation could be longer than 30 seconds. There was no patient use reported with the event.

Manufacturer narrative:
Upon further review physio-control observed that the modem cable connector was twisted. Damaged modems can have an internal short and cause the device to lose power unexpectedly. Based on the available information the likely cause of the reported issue was a shorted modem that in turn caused a short on the lifepak 15 system connector and caused the device to shut down during use. Physio advised the customer to replaced the modem.

Event description:
The customer contacted physio-control to report that their device shuts itself off even with new fully charged batteries. In this state delay to defibrillation could be longer than 30 seconds. There was no patient use reported with the event.